Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump had a grey display screen. The customer's blood glucose level was 20.1 mmol/l at the time of the incident. The customer stated that they had kinked cannulas as well. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump was received with moisture damage on the motor assembly and slight corrosion on the force sensor assembly. No unexpected grey screen anomalies noted during testing. Tested with a test infusion set with no air bubble anomalies noted during our testing. The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. The insulin pump had scratched casing, minor scratches on the lcd window and pillowing keypad overlay.